Event description:
No harm to patient. Magnesium administered at 1041 on [redacted] using proper administration protocols. I.e. Computer/pump communication. At 1101 on [redacted]-20 minutes later on the same day- noticed that magnesium infusion was complete despite IV pump program being set to run over 2 hours.